Manufacturer narrative:
No further information has been provided by the customer. Once we have additional information, a follow-up report will be submitted.

Event description:
The customer is having a problem with the extended insulation for the electrocautery. The insulation is peeling off and pieces are falling in the patient.

Manufacturer narrative:
The device was not returned for investigation and true root cause. Additionally, the customer never responded with additional information after multiple attempts. There has been a total of (B)(4) sold since 2016 with two similar complaints recorded prior to 2016. ((B)(4)). Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional information or corrective actions a follow up report will be submitted.